Manufacturer narrative:
The insulin pump had intermittent left arrow button due to corroded keypad traces. The device failed a leak test. The device leaked at a crack on the back of the case and around the keypad overlay. The device passed the displacement test. The insulin pump had a cracked case on the back at the battery tube, cracked keypad overlay at the select button, minor scratched display window, case, and keypad overlay texture damaged.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time. It was reported that insulin pump is dead and stopped working. The product will be returned for analysis.